Event description:
It was reported that prior to a breast procedure, there was a loose stud. No patient consequences were reported.

Manufacturer narrative:
Date sent: 10/12/2007. Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.